Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing cracked at the hub during a tpn infusion and leaked onto the floor. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing cracked at the hub during a tpn central venous nutrition (cvn) infusion and leaked onto the floor. The patient's blood glucose was checked and found to be stable at 72.

Manufacturer narrative:
The customer¿s report that the hub cracked and leaked was confirmed. Visual inspection showed that the female luer had a vertical hair line crack that measured 0.786 inches long. The luer was inspected under magnification and no stress marks were observed. Functional testing confirmed leaking from the crack. The cause of the leak was identified as a cracked female luer related to manufacturing issues and the effect of chemical agents on mechanical connections of the luer.